Event description:
Per the clinic, the patient complained of not hearing sounds. During examination and physical palpation (specific date not reported), it was determined that the patient's internal implant magnet was dislodged. Subsequently, the patient underwent a revision surgery (specific date not reported) in order to replace the internal magnet. The implanted device remains.

Manufacturer narrative:
Per the clinic, it was also reported that the patient was placed under general anesthesia on (B)(6) 2025 during the revision surgery.